Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with dizziness and nausea. The physician determined the leads were reversed in the header. Surgical intervention was performed to successfully revise the leads. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.